Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the hospital with an infection. The system was explanted. The patient was treated for the infection and would be monitored. No other patient symptoms were reported.